Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an ongoing cartridge alarms occurred during insulin delivery. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.